Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shocking lead impedance measurement detected via the patient remote monitoring system. There was no sign of oversensing or other lead issues noted. Troubleshooting options were discussed with the field representative and stated that patient will be followed in an office check. As of this time, the system remains in service. No adverse patient effects were reported.